Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the rear lock position. The hemostasis sheath and carrier tube were found to have been separated, however, the components remained connected via the suture. The anchor and collagen appeared to have been stuck within the valve of the hemostasis sheath. No other damage or deformation was found on the returned device. Functional testing could not be performed because of the condition of the returned device. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: manager . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a 6 fr sheath was used. A confirmation run was done to confirm the access point at the common femoral artery on the right side. An amplatz wire was placed in the sheath and the sheath was removed. The angio-seal sheath and arteriotomy located were placed over. Correct usage of the angio-seal (as) was performed, however, when the device was pulled back to use green tamper tube the whole device came back out of the patient. Upon examination of the device, it appeared that the suture, collagen and anchor were stuck in the sheath component. The patient condition was not affected, pressure was held to achieve hemostasis. The procedure outcome was not affected. Additional information was received on 24jul2023: the procedure was a peripheral intervention. A deployment angiogram was performed in the common femoral artery (cfa).